Event description:
It was reported that this lead had its lead safety switch (lss) triggered. Additionally, there was some noise and loss of capture was suspected. Technical services (ts) was consulted and they advised the patient be examined in a clinic follow up. At this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead had its lead safety switch (lss) triggered. Additionally, there was some noise and loss of capture was suspected. Technical services (ts) was consulted and they advised the patient be examined in a clinic follow up. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was obtained from the filed, indicating it was the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported.